Event description:
The tubing disconnected during use.

Manufacturer narrative:
Three unused, representative units were received for evaluation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).